Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent revision procedures on (B)(6) 1987 for unknown reasons. It was reported patient underwent a closed reduction procedure on (B)(6) 1987. It was further reported patient underwent a revision procedure on (B)(6) 1989 for unknown reasons. Operative notes indicated a revision procedure occurred on an unknown date in the mid 1990s. Subsequently, patient was revised on the left side on (B)(6) 2008 due to pain, bone destruction and loosening of the acetabular cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date; manufacture date. This report is number 4 of 6 mdrs filed for the same event (reference 1825034-2014-00628 & 03312 / 03316).